Event description:
It was reported that the atrial lead had a warning for high impedance measurements. The patient had not had a routine visit in approximately two years. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.